Event description:
When setting up the oscillating saw for leg amputation, the saw began running when gas supply was turned on, even though the saw was set on 'safe'. Staff then shut off gas supply, removed the saw and sent for a new saw.